Event description:
The reported malfunction is a reportable event. In 2006 a vaxcel pasv PICC was therapeutically implanted in a male pt. The extension tubing was found to be fractured. The clinicians obtained another device and successfully replaced the device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. The initial inspection of the device performed in may 2006 identified a longitudinal fracture in the red lumen of the catheter distal edge of the suture wing.